Event description:
The customer reported a fluid leak of approximately 20ml from the probe of a coulter act 5diff cap pierce (cp). The leak was not contained within the instrument, and no error messages were reported by the customer at the time of the event. The customer was running quality controls (qc) when the leak was identified. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed a leak from the o-ring on the sample syringe. The fse replaced the sample syringe assembly, which resolved the leak. The repair was verified per established service procedures. (B)(4).